Manufacturer narrative:
(B)(6). Complaint conclusion: the coil was returned unsheathed and severely damaged. The evidence suggests that distal interference inside the microcatheter contributed to the coil¿s resistance. It cannot be determined if the damaged coil was the result of the interference or contributed to it. Therefore; the exact source of the interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. It was stated that resistance was encountered during coil advancement inside the microcatheter. The coil was still advanced after resistance was felt. For optimum product performance the instructions for use (IFU) recommends; ¿if unusual friction is still noticed during advancement or retraction of the microcoil system; verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists; withdraw and examine the delivery catheter system.¿it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential damage; the IFU recommends; ¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ since there was no manufacturing related issue identified, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
There was strong resistance between the deltaplush cerecyte microcoil and the sl-10 microcatheter,but the coil could be advanced. When the coil was being deployed in the aneurysm, suddenly the resistance became weaker. The tip of the catheter and some coil came out from the aneurysm. The coil outside the aneurysm was pushed back into the microcatheter by the balloon, and the procedure was continued. During product analysis, it was noted that the coil was damaged. There was no serious injury as a result of the event.